Manufacturer narrative:
The radiesse lot number was not provided; therefore, the device history record could not be reviewed.

Event description:
On (B)(6) 2014 this spontaneous report was received from a physician from (B)(6) concerning a patient injected with radiesse. The patient experienced necrosis of the orbicularis oris. The reporting physician, (B)(6), was not the injector; therefore, minimal information is known. (B)(6) is unwilling to release more info regarding this patient or the injecting physician due to a confidentiality agreement with the injector.